Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3029.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation on september 24, 2007 that a maxforce tts high performance balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) procedure performed three days prior (patient gender, age, and weight are unknown). According to the complainant, the balloon ruptured during the procedure. The physician completed the procedure with another device (manufacturer and type unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.